Event description:
It was reported that a baby was lying in the incubator and burned its fingers during a pic-line procedure were a sterile drape was used to covered the infant. It was also reported that one finger was partially amputated. The biomed reported that the incubator worked within specification.